Event description:
It was observed that during the device evaluation, the subject device had leaking cable. There was no patient involvement.

Manufacturer narrative:
The device evaluation found leaking cable. Based on the results of the investigation, it is likely that the following led to the malfunction: cause traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.